Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device remains implanted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles/mold black in the surface of the shell. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior side to an unidentified (tear) opening. Non-penetrating nicks.